Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console would not emit phaco power during the quad mode. The patient harm was not provided. Additional information has been requested and none received till date.

Manufacturer narrative:
Corrected information is provided in section b.5. Based on this information received following submission of the initial report, this event phaco poor does not meet criteria for reporting as a malfunction. No further reports will be scheduled under mfg report num.2028159-2023-00963. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarifying that console could not emit poor phacoemulsification power during quad mode. There was no patient harm reported.